Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. (B)(4).

Event description:
It was reported in journal article ¿comparison of otoplasty outcomes using different types of suture materials¿ the patient underwent otoplasty for surgical correction of prominent ears and suture was used for the formation of new antihelical fold. The study was conducted during a 3-year period (2006-2008). Patient had protrusion of both ears and came for follow-up visits after 2 and 6 months postoperatively. The formation of a new antihelical fold was done according to nachlas technique. The patient was in group 1 according to suture material. The patient may have experienced late complications of unsatisfactory aesthetic result/recurrence of protrusion in the upper part of the ear with revision surgery and the patient may have noted hypersensitivity up to 2 to 3 months following surgery. Additional information has been requested.